Event description:
A surgeon reports during an epilasik procedure on a pt's left eye, the system began making loud noises and stopped at 27% completion. The system displayed an energy low - secondary energy too low message. The surgeon attempted to restart the system, but the noise persisted and a plastic burning smell was noted. The system was immediately turned off an the surgery was aborted. Add'l info has been requested.

Manufacturer narrative:
During the onsite investigation, the territory manager (tm) checked the equipment. After inspection and consultation with mfg qa, there was a problem indented with the laser head and the laser head must be exchanged. A review of the log-file confirmed the error message, energy low-second energy too low and the procedure was aborted. A root cause is a faulty laserhead. (B)(4).